Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded and the proximal coil was exposed at 45.0 cm to 45.2 cm from the end of the connector pin. The lead exhibited normal electrical characteristics.